Manufacturer narrative:
No other incidents have been reported for the devices in question or, by extension, the lot numbers in question. This is an isolated case.

Event description:
Revision surgery conducted for unstated reason.